Event description:
A healthcare facility in another country, reported that a leak was detected during a pre-use leak test on an rt340 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The device is en route to the manufacturer for inspection. A lot check revealed no other similar complaints for this lot number.